Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: implant rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an african-american female patient underwent a primary breast reconstruction with an unspecified mentor breast prosthesis that ruptured after implantation. The patient reported that her left breast prosthesis started to deteriorate. As a result, the patient underwent explantation in (B)(6) 1990.